Manufacturer narrative:
H10: d10, h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted two tendon staplers were returned with one tendon staple loader assembly containing one unused tendon staple. One tendon stapler was found to have a bent stake. Functional evaluation revealed the tendon stapler could not retrieve the tendon staple from the tendon staple loader assembly. A dimensional evaluation of the stake bumps revealed the bumps are undersized. The complaint was confirmed and the root cause was associated with the device design. A review of the device history records showed that the product conformed to manufacturing specification at the time. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during a shoulder procedure when doctor was inserting the tendon anchors to secure the regeneten implant to the rotator cuff, the tendon anchor inserters were not retrieving the plla tendon anchors properly and snapping parts of the tendon achors. It seemed there was a fault with the tendon anchor inserters. Procedure was completed with another tendon anchor inserter and worked without any issues. It is unknown if there was a delay, no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.